Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer (fse) identified that the device could not perform data synchronization post 1.11 upgrade. So, the fse inspected network adapters for settings and found no local area network adapters showing ¿updated¿ device drive on device manager. Then verified the drawer population in hardware test application. And successfully completed data synchronization, had 1.11 dedicated agent assigned case. After that the fse completed the matrix drawer firmware updates. Customer support center agent worked on finalizing 1.11 update. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was needed to upgrade from 1.6 to 1.11. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.